Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an audio anomaly on the insulin pump. The audio for alerts on the device would sound with the highest volume no matter what it is set at. The only sound it makes is a high pitch sound. The customer's blood glucose during the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.